Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 6937a-58, implantable tachy lead, implanted: (B)(6) 2010; product ID: d224trk, implantable cardioverter defibrillator, implanted: (B)(6) 2010; product ID: 6937-35, implantable tachy lead, implanted: (B)(6) 1998; product ID: 419688, implantable pacing lead, implanted: (B)(6) 2010; product ID: 5076-45, implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to noise on a fractured right ventricular (rv) defibrillation lead. The physician extracted and replaced the lead. No further patient complications have been reported as a result of this event.